Manufacturer narrative:
Evaluation summary: based upon the information provided by the user facility, it appears that the exactamix 2400 compounder pumped ingredient concentrations exactly as entered by the user. Based upon the user facility narrative, we have concluded that the system performed as designed, providing the necessary tools to make an informed decision regarding the content of the tpn. The exactamix 2400 compounder is designed to be used by trained pharmacists and/or pharmacy technicians; therefore, while the device provides increased levels of safety, it cannot replace the professional judgment of a pharmacist. A duty to warn letter has been issued to the customer in regards to the proper use of the em2400. Method: (B)(4) - actual device not evaluated. Result: device performed according to specifications. Conclusion: device operated according to specifications, no device failure, user error caused event. (B)(4).

Event description:
This report documents an event involving the use of our exactamix 2400 compounder (em2400). The em2400 safely mixes parenteral nutrition solutions for homecare and health-system use. Our compounders use bar code ingredient verification to eliminate medication errors, and represent the state-of-the-art for total parenteral nutrition (tpn) compounding. On (B)(6) 2012, our technical support staff learned of an incident which took place at the initial reporter facility on the weekend prior to this call. According to the facility, during the set-up of the em2400 compounder, the user scanned a bottle of sodium acetate (naace) into the device formulary in concentrations of 2meq, but actually hung a bottle of naace 4meq onto the compounder. This error resulted in naace being delivered in concentrations higher than intended. The facility informed us that 5 patients (1 adult, 4 neonatal) received tpn's containing these elevated levels of naace. Although the facility informed us that one patient showed elevated levels of sodium, no adverse effects were noted and no medical intervention was required. The em2400 compounder uses bar code technology to enhance the safety of the device, while ensuring that the correct ingredients are loaded onto the compounder. In this case, the initial reporter admitted to us that the user bypassed this safety measure by scanning an unused bottle of naace 2meq in place of the naace 4meq actually hanging on the compounder. This practice violates all safety measures involved with our bar coding system. For this reason, we have issued the customer a duty to warn letter in regards to the proper usage of the em2400. A copy of this letter can be found as an attachment to this report.